Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to frequent premature ventricular contractions (pvc), the patient experienced palpitations/discomfort in the chest. It was determined that the slack of the atrial lead was dislocated to the ventricular side, while the helix remained caught by the auricle. A procedure was scheduled to adjust the slack by pulling the lead and fix the sleeve again. The lead remains in use. No further patient complications have been reported as a result of this event.